Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said sometimes gets catheters that have no or very little water in the burst pack. Has had a few that are twisted. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Event description:
Patient said sometimes gets catheters that have no or very little water in the burst pack. Has had a few that are twisted. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.